Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The customer was hospitalized for alleged ketoacidosis/high bgs on (B)(6) 2023. On (B)(4) the customer reported alleged battery cap damage on (B)(6) 2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The original battery cap was received with the battery cap contact loose due to all 3 heat stake posts were broken. There were no boluses listed on the event date (B)(6) 2023 in the pump history file. Please see below for the daily total of all insulin delivered on the event date (B)(6) 2023. (B)(6) 2023 00:00:00.000: dailytotalsg670 (63). Dailytotalcollectionstarttime: 07/09/2023 00:00:00.000. Dailytotalofallinsulindelivered: 839750 (83.975 u). Dailytotalofbasalinsulindelivered: 839750 (83.975 u). Dailytotalofbolusinsulindelivered: 0 (0 u). There were no autosuspend alarm noted on the event date (B)(6) 2023 in the pump history file. Please see below for the usersuspended alarms listed on the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 20:11:08.000: insulindeliverystopped (30); reasonfoinsulindeliverysuspension: usersuspended (2). (B)(6) 2023 20:55:30.000 : insulindeliverystopped (30); reasonfoinsulindeliverysuspension: usersuspended (2). There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2023 in the pump history file. The pump passed the functional testing. Unable to confirm alleged ketoacidosis/high bgs. Battery cap contact missing/damaged confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value above 500 mg/dl at the time of the event and was treated with IV insulin drip (intravenous insulin infusion), ems/ambulance/ER visit and hospitalization: overnight stay. The customer was admitted to the hospital with symptoms such as confusion, feeling sick or unwell, flu, tired (or) weak and vomiting. It was noted that the customer was using the insulin pump system within 48 hours of reported time of the high blood glucose event and auto mode feature was not active at the time of the event. Troubleshooting was performed during the call. The customer will discontinue the use of the insulin pump and the device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.